Manufacturer narrative:
A mechanical issue and urinary incontinence were reported. The cuff component was visually inspected, microscopically examined, and tested for leaks. A cuff pinhole tear was identified in the cuff shell. The damage is consistent with material fatigue and avulsion. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed a malfunction. The product analysis did not confirm the urinary incontinence; however, the cuff leak identified would cause the cuff to malfunction, leading to the incontinence issues. No product malfunction was identified in the balloon or pump component(s). Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure through product investigation. Based on the results of this investigation, no escalation is required. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) device due to recurring incontinence and the device not working. The system was working for a period of time but then the incontinence returned.

Event description:
It was reported that the patient experienced a revision of an artificial urinary sphincter(aus) device due to recurring incontinence. The system was working for a period of time but then the incontinence returned.